Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units battery is not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units battery is not charging. There was no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) visited and confirmed the issue and replaced the batteries (d146-00-0039). Perform full calibration and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer. No patient or no injury or death reported by customer.